Event description:
1) eight mm-s-17-2sc cutters were mislabeled as mm-s-17-3sc cutters. 2) eight mm-s-17-3sc cutters were mislabeled as mm-s-17-2sc cutters. These were found upon investigation of item no. 1 above.